Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the 1.2x20 mini trek was advanced to the mildly calcified, non-tortuous, saphenous vein graft to the diagonal artery. The mini trek was inflated to an unknown pressure, but it would not hold pressure. A pinhole on the balloon was suspected. The entire mini trek was removed from the anatomy and replaced with another mini trek. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported balloon rupture was unable to be confirmed; the balloon inflated and held pressure at 14 atmospheres. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.